Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, multiple infusion set changes were performed to address the alarms. Blood glucose was 153 mg/dl.